Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was very anxious after hearing an alert tones from their implantable cardioverter defibrillator (ICD). It was confirmed that the patient was within proximity of a magnet that triggered the alert tone for electromagnetic interference. The device remains in use and the patient was educated on magnet exposure. No further patient complications have been reported as a result of this event.